Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was showing an "error initializing device manager" and then was redirected to blue screen. Customer tried rebooting the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the unit's med app was not operating and continued to display an error while initializing the device manager. A field service engineer (fse) found that a bad communication sled was preventing the unit from booting the program. The fse replaced the faulty comm sled and successfully tested the unit with the customer. Additionally, the technical support specialist (tss) coordinated with the customer to schedule a time to unload and reload the drawer. The system functioned as intended after the field service engineer repaired the device.